Event description:
Patient reports back in (B)(6), 2011 she was hospitalized, and was found to have high levels of bacteria in her blood of an unknown source. Pt reports she may have used IV prep wipes from the affected lot numbers during this time.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-general/systemic". No product was returned by the customer and no lot number was provided. Control samples (from stock) of all lots of IV prep wipes produced at this manufacturing facility were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of IV prep wipes. (B)(4).